Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose less than 70 mg/dl, but greater than 40mg/dl, and greater than 250mg/dl but less than 500mg/dl, with unsteadiness when standing and walking, associated with an alleged time and date issue. Reportedly, the patient resumed treatment with the same pump, and self-treated with food and/or drink. During troubleshooting with customer technical support, it was revealed the patient had reversed the am and pm settings after the time and date had reset to default after a battery change. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and hyperglycemia associated with use error of the pump.